Event description:
It was reported by the sales rep that the device locked on tissue, would not open. Pulled another stapler and removed jammed stapler with tissue still in jaws. This was the eighth firing of the stapler. The or time was extended by 20 minutes.